Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30127248m number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient in her late seventies underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and asystole (requiring full code activation). Prior to starting radiofrequency (rf) application, the patient¿s blood pressure dropped and was treated. Mapping and rf began, and the patient¿s blood pressure continued to drop. The patient went into asystole and a full code was called. After the patient recovered, an echo was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove a small amount of fluid from the pericardium. Reminder of the procedure was aborted. The patient was transferred to the intensive care unit (ICU) for observation. Extended hospitalization was not required. Patient¿s outcome is improved. The patient was under general anesthesia for about two (2) hours. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related and the physician did not consider that cancelling the procedure caused or contributed to the adverse event. Transseptal puncture was not performed. The generator was used in power control mode at 50 watts and 50 degrees. The noted parameters at the time of the injury included temperature at 29 degrees, power at 39 watts and impedance of 133 ohms. The catheter irrigation was set between 17-30ml/min. No error messages were observed on any bwi equipment during the procedure. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to any other catheter. The thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu and the carto® 3 system indicated to re-zero the catheter.